Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was high out of range pacing impedance measurements of greater than 3000 ohms and the clinic was curious how often they would receive alerts from the remote home monitoring system. Boston scientific technical services (ts) explained that they would need to bring the patient into the office to clear the alert before receiving another alert. The field representative was unable to obtain the device or patient name regarding this situation. No adverse patient effects were reported.